Event description:
The programmer was returned to the manufacturer, analyzed and tested out of specification. There was no patient involvement.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found the ECG (electrocardiogram) connector is loose on a printed circuit board assembly. Analysis also found the system fan is noisy and the display is dark. (B)(4).